Event description:
It was reported that the patient, enrolled in a clinical study, with this inflatable penile prosthesis (ipp) presented genital edema and penile pain. Medication was prescribed and the edema was resolved. No additional patient complications were reported.